Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s pulse generator died. They were running their device on the sunday prior to the report and then turned it off. They stated their stimulator¿s battery was completely dead. They tried to charge the stimulator, but only the battery for the charger was recharged; their internal pulse generator stayed depleted. They stated their pulse generator stopped working and they know what had happened. The pulse generator and its battery had gone bad. They stated they needed to schedule a surgery to replace the generator. The patient also stated they put their stimulator on charge, but on the battery inside the charger got charged; the internal battery stayed dead. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a surgery and the ins stopped working. They stated a new ins was implanted. The battery and charging issues had been resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
H3: analysis of the ins ((B)(6) found the ins was functioning within specifications, but had a reduced capacity due to overdis charge(s). The device was subjected to a series of standard tests including visual inspection, output and telemetry testing, and functional testing. The ins was received with no telemetry and no output from any electrode pair, but telemetry was restored after a short physician mode recharge. After telemetry was restored, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6)2020 and the battery was charged to 3.465 volts. On (B)(6) the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an overdischarged state prior to being received for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.